Event description:
His wife found him unresponsive. He indicated that his blood glucose was low (28 mg/dl). Patient stated that he was eating donuts at the time of the incident. He was given orange, apple, and grape juice to increase his blood glucose level. Patient stated that the paramedics were called, and when they arrived his blood glucose level was 103 mg/dl. One hour later his blood glucose rose t 114 mg/dl. He reported that the previous night he ate without adminstering a bolus, but his glood glucose was only 114 mg/dl. Patient indicated that his blood glucose should have been much higher. In 2006, patient indicated that this physician adjusted his basal rates, decreasing them from 2.5 to 2.3 u its per hour. Patient reported that he had no symptoms when his blood glucose would drop. Product was requested to be returned for evaluation.